Manufacturer narrative:
E1 - initial reporter phone: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was not flushing. There was unknown reported patient involvement.

Manufacturer narrative:
H2) device evaluation: b3 date of event updated. B5: additional information received from the customer confirmed there was patient involvement, and unknown signs or symptoms experienced. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. The pump ehl showed no error codes in the ehl. The most likely/suspected cause of the customer reported issue was the expulsor or loose air detector. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the expulsor assembly, reseated/glued the air detector, and the pump passed all functional tests and performed as intended after repair.